Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level of 50 mg/dl to 300 mg/dl. The customer stated that he just started using the pump. The customer had trouble with a lot of blood in sensor line when he first put the sensor in. The customer was advised to monitor the site. The product was not returned for analysis.